Event description:
Received a copy of a medsun report submitted by the customer. The IV tubing connected to an epidural catheter had a cracked hub and was leaking. Customer medwatch report noted the epidural catheter was leaking. After speaking with the customer, it was identified it was the IV tubing that was leaking. There was no report of pt harm or medical intervention required. Although requested, no additional event or pt information provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.